Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6fr navarre drainage catheter was returned for sample evaluation. Along with returned sample three photo was provided for review. Gross, visual, microscopic visual and functional evaluations were performed. A paper separator was noted between the metal cannula and the trocar. The cannula was locked into place to the catheter hub. The pigtail thread was noted protruding the seal base adapter on the catheter hub. An attempt to load the inner stylet into the cannula and catheter was performed and was successful without issue. The stylet and cannula locked into place without issue. The distal tip of the stylet was noted to protrude at the distal end of the catheter. No measurements were taken as device was noted to be bent. No conclusion was mode in photo review. Therefore, the investigation is unconfirmed for the reported trocar needle shorter than the catheter issue as during functional testing needle was noted to be protruding from catheter. However, the investigation is inconclusive for the reported packaging problem as packaging was noted to be unsealed. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to a navarre universal drainage catheter placement procedure, it was reported that the length of the trocar needle allegedly found shorter than the catheter. Reportedly, the inner and outer packaging were allegedly found damaged. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, three electronic photos were provided for review. The photos shows the partial view of catheter in sealed packaging with label. Lot and product information were match and verified. Needle was not noted to be protruded from catheter tip. However, due to the partial visible of catheter, needle length issue cannot be verified without physical sample. Packaging damage not clearly visible in photos. Therefore, the investigation is inconclusive for the reported trocar needle length issue and packaging problem as provided photos not sufficient enough to determine whether the product did not meet specifications and no damage was noted on the package. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a navarre universal drainage catheter placement procedure, the length of the trocar needle allegedly found shorter than the catheter. Reportedly, the inner and outer packaging were allegedly found damaged. There was no patient contact.

Event description:
It was reported that prior to a navarre universal drainage catheter placement procedure, the length of the trocar needle allegedly found shorter than the catheter. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.